Event description:
*Us legal* it was reported that after a bilateral tka on (B)(6) 2016, the plaintiff presented with increased lateral patellar tilt and subluxation with medial heterotopic bone formation and apparent patellar maltracking in the right side. It is unknown how or if this event has been treated with or resolved. The outcome of the plaintiffs is unknown.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, based on the information provided, the root cause of the subluxation could not be definitively concluded; however, per the 2020 x-ray is ¿now minimal¿. The progression of heterotopic ossification does not support a component malperformance. Patient impact beyond that which was reported cannot be further assessed. No further medical assessment is warranted at this time. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that dislocation, subluxation, excessive rotation, flexion contracture, decreased range of motion, lengthening or shortening of the leg, looseness of components, unusual stress concentrations, and extraneous bone has been identified as a as results from trauma, improper implant selection, improper implant positioning, improper fixation, and/ or migration of the components. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
*Us legal* it was reported that after a bilateral tka on (B)(6) 2016, the plaintiff presented with increased lateral patellar tilt and subluxation with medial heterotopic bone formation and apparent patellar maltracking in the right side. It is unknown how or if this event has been treated with or resolved. The outcome of the plaintiffs is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).